Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be removed, a chipped top case, cracked bottom case, and a hole in the right plunger case. There was no evidence of a motor rate error in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.